Manufacturer narrative:
Zimmer biomet complaint number cmp(B)(4) a1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant mount did not disengage from the implant. Implant removed. The implant stability was not so good as well. Another implant with bigger diameter placed during same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) tsv4b13, (imp, tsv, 4.1mm, sbm, 13) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1262039. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262039 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error - incorrect techniques used. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.